Manufacturer narrative:
H3: analysis of the wr9200 wireless recharger (serial number (B)(6)) revealed the device is unresponsive, leds scroll continuously, and the flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID wr9200 (serial: (B)(6); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the activa rc wireless recharger exhibited multiple issues, including three flashing green lights on the battery icon, the reappearance of three green lights after attempting to turn the device off, inability to connect to the implantable pulse generator (ipg), and absence of audible beeps. Two resets were attempted with no change in device behavior. The product was replaced and the issue resolved. No patient complications have been reported as a result of this event.